Manufacturer narrative:
The investigation into the thrombus and the stroke/cva has been completed since the original report was filed. The device was returned. As the necessary clinical information was not provided and even though the device was returned, the root cause of the thrombus and the stroke/cva was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury

Event description:
The user facility reported a male 38-year-old patient of unknown race post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that while on support the patient experienced multiple transient ischemic attacks (tia) and stroke events. It was further reported that the physician explanted the impella and during the left ventricular assist device (lvad) surgery the physician removed a large clot at the apex of the left ventricle.